Event description:
The hosp rep reported a fail code 812:02, which did not occur during pt use or biomed testing. The hosp rep stated that there have been no reports of pt incident involving this pump since the last baxter service event.